Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. We can confirm on the received photos, that the wrong connection screw 03.010.415 was used to fix the two instruments aiming arm aiming arm 03.037.013 and insertion handle 03.037.011. The connecting screw 03.010.415 is intended to fix the instrument 03.010.412 aiming device for guide wire. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a training session it was noticed that the aiming arm handle cannot be connected to the aiming arm with the connection screw because the provided connection screw is a wrong screw. It is a possible mismatch while assembling the training set. There was no patient involvement reported. This report is for one (1) connecting screw f/guide wire aiming device f/tfn. This is report 3 of 3 for complaint (B)(4).